Manufacturer narrative:
(B)(4). The device has not been explanted. It it should be explanted, it is to be returned to med-el headquarters for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an appointment the patient stated that he has intermittent sound, and after about 30 minutes of wearing time, the sounds get softer. The patient was given a loaner processor to rule out external processor issues. CT scan is requested.

Manufacturer narrative:
(B)(4). Additional information: based on the received information and impedance measurements, damage to the active electrode due to minute device mobility is suspected. Reportedly the patient is doing fine at the moment. The clinic plans to further monitor the patient. A date for explantation has not been made available so far.

Event description:
During an appointment the patient stated that he has intermittent sound, and after about 30 minutes of wearing time, the sounds get softer. The patient was given a loaner processor to rule out external processor issues.